Event description:
Event description boston scientific received information that this atrial lead was exhibiting impedances greater than 2500 ohms and loss of capture. Flouroscopy revealed that the lead was completely separated at the suture sleeve site. The body of the lead had migrated down to the right ventricle. A revision procedure was performed, the atrial lead was removed and replaced. However, during the insertion of the new atrial lead, the ventricular lead was cut. In addition, the ventricular lead was removed and replaced. No adverse patient effects were noted.